Manufacturer narrative:
(B)(4). Date sent: 9/19/2017. Batch # (B)(4). The analysis found that one sr75 reload was received fully loaded with staples, unlocked and with the "doghouse" component of the cartridge damaged. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. Please reference the IFU for proper cartridge loading. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a colectomy procedure, that during stapling, the load did not work. Another like device was used to complete the procedure. There were no adverse consequences for the patient.